Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient had a concurrent procedure of a bilateral tubal sterilization with bipolar cautery dilation and curettage performed during mesh implantation.

Manufacturer narrative:
It was reported that the patient underwent a total vaginal hysterectomy on (B)(6) 2010.

Manufacturer narrative:
Additional information. Patient codes: (B)(4) ¿ urgency, (B)(4) - frequency additional narrative: it was reported that following insertion patient experienced urgency and frequency.